Manufacturer narrative:
Outcome attributed to adverse event: device fragment left in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of spinal stenosis of lumbar region, lumbar radiculopathy, chronic lower back pain, lumbar spondylosis in need of l3-5 dlif procedure used in spinal therapy. Patient recently had an abnormal EKG, and was referred to a cardiologist for cardiac clearance prior to this procedure. Patient has spinal stenosis, lumbar radiculopathy, and chronic lower back pain. It was reported that while implanting a mallet and the clydesdale inserter was used to advance the implant into the desired position at l4/l5 using a dlif approach under c-arm fluoroscopy. The implant was advanced across the l4/l5 disc space approximately to 90% of the desired location. While attempting to advance the implant to the final 10%, we noticed a slight change in the markers on the proximal side of the implant. Upon investigation, it was determined that there was a crack in the proximal end of the implant. While attempting to remove the implant using the clydesdale removal tool in combination with a slap hammer from the clydesdale instrument set, a small piece of the implant came out while approximately 90%-95% remained in the l4/l5 disc space. After few attempts to remove the rest of the implant with a kocher, it was determined that it would be more beneficial for the implant to remain in the patient. The physician was satisfied with the location of the remainder of the implant and happy with the achieved end plate distraction of the l4/l5 disc space. The procedure as planned by placing an anterior plate at l4/l5 and continued on to complete the l3/l4 dlif with an anterior plate as well. Patient was then repositioned prone to complete the posterior portion of the procedure. There were no patient symptoms reported. There was a delay of less than 60 mins in overall procedure time reported. There were no further complications reported regarding the event.